Event description:
Following ptca, the physician experienced difficulty in advancing a coronary stent with delivery system through tortuous anatomy to the target lesion site in the pt's proximal right coronary artery. The physician slightly retracted the protective sheath to cross the lesion site and fully deployed the stent. Upon withdrawal of the delivery system, a spiral dissection was noted distal to the stent site. The physician was uncertain as to the cause of the dissection and the decision was made to send the pt for coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to he event.